Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. Ts and suture were returned, t1 is bent, and t2 shows no damage. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that the fast-fix 360 t2 would not deploy. No patient injury reported, a backup device was used to complete the procedure.